Manufacturer narrative:
Faultnumber = hardware error alarm (63), linenumber = 367, filenumber = 37, variableinfo = 03 00 00 00 00 00 00 00 00 3c. Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated they were doing the self test and got the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis